Event description:
It was reported while using bd vacutainer® sst¿, fibrin was seen in an unspecified number of tubes resulting in clogged sampling needle. Laboratory technicians had to manually remove the clots from the tubes, recentrifuge the samples, and reprocess the tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: h.1 imdrf annex a grid (1): (B)(6) - improper chemical reaction (2952). Investigation summary: bd received 2 photos for investigation. After review and analysis of the customer-provided photos, a fibrin mass is observed in the tube. Complaints for sample quality are under statistical control for the month of october 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: fibrin. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, fibrin was seen in an unspecified number of tubes resulting in clogged sampling needle. Laboratory technicians had to manually remove the clots from the tubes, recentrifuge the samples, and reprocess the tube. No adverse impact was reported regarding the patient or user.